Event description:
A file separated in the canal during a procedure. The pt was referred to a specialist for additional treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structures or permanent impairment of a body function as evidenced by previous reported events. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Please note that this event and the event documented under reported number 2320721-2005-00258 involve the same patient.